Manufacturer narrative:
The account found the head down valve was defective. He replaced the valve to resolve the issue.

Event description:
The account alleged the head section drifts down on this bed.